Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo sheath and an intracardiac resistance issue was observed. Removed sheath from patient and the tip appeared to be folded back on itself. Additional information was received. The tip literally folded inside out. It was both deformed and bent. When the consultant removed the sheath and saw the folded back tip, he said he thought there was a bit more resistance than normal but did not think it was completely out of the ordinary when crossing the septum. Keeping in mind the procedure was the 2nd time the septum had been crossed so it is often slightly more difficult with scar tissue. The product was returned to johnson & johnson medtech (j&j medtech) for evaluation on 29-sep-2025. A visual and dimensional inspections of the returned device were performed in accordance with j&j medtech procedures. Visual analysis of the returned device revealed that the soft tip was bumped by the dilator and that the shaft was bent. This condition could be related to excessive force or manipulation; however, this cannot be conclusively determined. The device's outer diameter was measured, and dimensions were found within specifications. A device history record evaluation was performed for the finished device number 60000703 and no internal action was found during the review. The issue reported by the customer was confirmed. The bumped condition could be related to the skin incision size relative to the sheath; however, this cannot be conclusively determined. The potential cause of the shaft bent could be related to the shipping/handling of the device after the procedure; however, this could not be established conclusively. The instruction for use (IFU) states that during insertion, use caution not to create excessive bends that may lead to crimps in this device. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: -investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: rod/shaft (g04112) were selected as related to the biosense webster inc. Analysis finding of the ¿shaft bent¿. -investigation findings: material and/or chemical problem identified (c06) / investigation conclusions: cause not established (d15) / component code: tip (g04129) were selected as related to the customer¿s reported ¿intracardiac resistance¿ issue. In addition, biosense webster inc. Analysis finding of the ¿soft tip was bumped¿. H4. Device manufacture date has been added. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo sheath and an intracardiac resistance issue was observed. Removed sheath from patient and the tip appeared to be folded back on itself. Able to unfold it, but stated not normal for the sheath to buckle up like that. The procedure was not delayed due to the reported event. No patient consequence. Additional information was received on 08-sep-2025. The tip literally folded inside out. It was both deformed and bent. Can not provide pictures as the sheath has been sent for investigation and they also corrected the deformation of the sheath when it was removed from the body. No needle was used with this sheath. Additional information was received on 14-sep-2025 which indicated that when the consultant removed the sheath and saw the folded back tip, he said he thought there was a bit more resistance than normal but did not think it was completely out of the ordinary when crossing the septum. Keeping in mind the procedure was the 2nd time the septum had been crossed so it is often slightly more difficult with scar tissue. He did not mention any issue when gaining vascular access and inserting in the femoral vein. This event was originally considered non-reportable, however, bwi became aware on 14-sep-2025 of intracardiac resistance and have reassessed the event as reportable. The awareness date for this record is 14-sep-2025.